Event description:
It was reported that, "srds removal tools ordered for hardware removal. Removal tool failed. Only ratcheted half way. Surgeon tried other methods but failed. Aborted surgery."

Manufacturer narrative:
Additional info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following an engineering eval.